Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff brought in a portable x-ray unit and shot rad images to complete the procedure. Customer provided no patient of procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) went on site to investigate customers report that an `unrecoverable error' occurs when patient files were attempted to be opened. Fse checked unit for proper operation per ddis system service checklist (B)(4) and reported that no problem was found. Fse stayed on site for two cases with no problems noted.